Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported that the unit of measure changed from mg/dl to mmol/l in their freestyle flash blood glucose monitor. Customer's daughter reported that the customer has been feelings dizzy and sweaty. There was no report of death, serious injury or mistreatment associated with this event.